Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2017 and mesh was implanted for stress incontinence. The patient reported experiencing extreme pelvic pain, thigh hip, lower back, pelvic chafing, thigh hip, lumbar spine, burning pain in the pelvis, thigh hip, lumbar spine, molting pain in the pelvis, thigh hip, lower back and pelvic pain, thigh hip, lumbar spine. The pain was reported with a start date of (B)(6) 2017 and since then there has been no difference. The patient further reported the suspected side effect has led to the following hospitalization or prolonged such permanent disability or permanent injury: "without thorough investigation (according to expert opinion) was diagnosed over the phone. The patient information contained no information about risks or complications." The patient has been in contact with a doctor, dentist, nurse or other healthcare professional. The end date for mesh treatment was (B)(6) 2018 due to a suspected side effect. The mesh was not reinserted and there were no other medicinal products. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report(s)? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.